Event description:
The customer reported a vent inop condition; air valve liftoff failure. Patient involvement unknown. No patient harm reported.

Manufacturer narrative:
On (B)(6) 2016. Root cause: the reported complaint of blower intermittently stopped operating was not duplicated. No fault was found on the returned exhalation flow sensor, air flow sensor & blower valve assembly.